Manufacturer narrative:
We received one 744f75 catheter with a monoject 1.5ml limited volume syringe for examination. The reported event of "blood leakage at the optical module" was confirmed. Examination of the catheter found two small punctures in the catheter body 35cm and 36cm proximal of the catheter tip. The punctures were found to enter the optics, distal and thermistor lumens only. The punctures are 0.025" (side 1 - 35cm) and 0.040" (side 2 - 36cm) across. Leak testing confirmed the proximal injectate and inflation lumens were not compromised by the punctures. The proximal injectate lumen was found to be patent and did not leak. The balloon inflated clear and concentric and did not leak. Lot number was not provided, therefore review of the manufacturing records could not be completed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
As reported, blood leakage was noticed at the optical module connector of the swan-ganz catheter at the end of the procedure. The swan-ganz catheter was changed and worked successfully. There was no patient consequence. The device is available for evaluation.